Event description:
Per the surgeon's report, the pt's flange fixture did not osseointegrate. The surgeon performed surgery in 2008 to punch through the skin, locate the sleeper fixture, remove the hexagon cap and fit the abutment onto the fixture. The procedure was uneventful. The pt is now using her sound processor with the flange fixture and abutment. Additional info has been requested.

Manufacturer narrative:
.